Event description:
On (B)(6) 2012, the lay user/ patient's daughter contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately erratic. The patient's daughter reported blood glucose results of "162 and 126 mg/dl" with the subject meter, performed within 20 minutes of each other. The patient's daughter reported that the patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.